Event description:
Information was received indicating that a smiths cadd-legacy® 1 pump alarmed with no message displayed. The patient used a back pump to resume the life sustaining infusion. There was no reported injury to the patient.

Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The device was given functional testing and found to meet with specifications. The reported issue could not be duplicated during testing. The device event history log was downloaded and examined; this showed multiple "high pressure" and "keystuck" alarms; as a preventive measure the keypad and occlusion sensor were replaced. The cause of the reported issue could not be confirmed; the returned device performed as per specifications during testing.